Event description:
It was reported that during a flexible ureteroscopy procedure, while unpacking the device from its package, it was noticed that the hydrophilic coating was not in full length of the sensor wire. No patient complications were reported. Boston scientific has been unable to obtain additional information, despite good faith efforts. The device was returned, and it was identified that the sleeve was detached.

Manufacturer narrative:
Block h6: imdrf g04115 captures the reportable investigation results of sleeve detached. Block h11: upon receipt at our quality assurance laboratory, this sensor wire underwent a thorough analysis. The device was visually and microscopically examined. It was revealed that the sleeve was detached, and there were many scratches in the coil at the distal part. It is probable that an excess of force applied to the device such as operational factors during their use could lead to detach and peel. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure has been assigned to this investigation.